Event description:
It was reported that customer inquiring about status of pca interoperability, within customer request, they mentioned that they have ¿weekly patient harm¿ with the pca (without interop). Although repeated requests were made, no additional information was provided.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer inquiring about status of pca interoperability, within customer request, they mentioned that they have ¿weekly patient harm¿ with the pca (without interop). Although repeated requests were made, no additional information was provided.

Manufacturer narrative:
Omit: a25 - no apparent adverse event (3189). Additional information: annex a code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary the customer had some questions and serious injury - pca interoperability request regarding the alaris pca module, and highlighted the following items: it was reported that customer inquiring about status of pca interoperability, within customer request, they mentioned that they have ¿weekly patient harm¿ with the pca (without interop). Although repeated requests were made, no additional information was provided. The customer's feedback has been referred to bd marketing for per assessment (product enhancement request).

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the customer had some questions and serious injury - pca interoperability request regarding the alaris pca module, and highlighted the following items: it was reported that customer inquiring about status of pca interoperability, within customer request, they mentioned that they have ¿weekly patient harm¿ with the pca (without interop). Although repeated requests were made, no additional information was provided. The customer's feedback has been referred to bd marketing for per assessment (product enhancement request). Complaints are monitored and trended with further investigation and/or corrective actions initiated per procedure(s). This device is intended to be used for treatment purposes per 21 cfr 820.198(d)(2). All available information has been provided to bd regarding the reported event. If additional information is received, the complaint record will be reassessed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that customer inquiring about status of pca interoperability, within customer request, they mentioned that they have ¿weekly patient harm¿ with the pca (without interop). Although repeated requests were made, no additional information was provided.